Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown complications. (Right). Profemur® z stem (pha0-0614, lot: x04393779) still in the patient from original surgery on (B)(6) 2011.